Manufacturer narrative:
Product ID 37744q, serial# (B)(4); product type programmer, patient product ID 37744q, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3888q45, lot# va0j1r6, implanted: 2014 (B)(6); product type lead product ID 3888q45, lot# va0j1r6, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: serial number (B)(4)was updated for patient programmer due to additional information. Concomitant medical products: product ID: 37744q, serial# (B)(4), product type: programmer, patient. Product ID: 3 744q, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4) implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888q45, lot# va0j1r6, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va0j1r6, implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported, the patient had not felt any stimulation since the morning of report. The device was interrogated and the device was noted to be off. The etiology was noted as the programmer. The programmer had a malfunction and the patient was not able to adjust or see anything on the screen. The patient was reprogrammed and the event was considered resolved without sequelae. The event was not related to the implant procedure and noted as not being applicable to the device or therapy.